Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the cataract surgery with intraocular lens (iol), the patient was seeing the letters ¿al¿ in his vision. Additional information received and stated that sees a repeat of the letters over and over, almost like a serial number of sorts. It started 2 days after he had a posterior vitrectomy with gas bubble "to remove scar tissue". He states he's never seen really well out of the lens prior to needing the vitrectomy. He also states he was not numbed completely during initial implant so he had some bleeding due to him moving. Additional information has been requested.